Manufacturer narrative:
Date sent to the FDA: 10/08/2009. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.

Event description:
Customer reported that a pt presented with surgical site drainage approx one month following repair of an isolated spleen injury sustained in a motor vehicle accident. The site was opened and drained. The pt again presented 2-3 weeks later with an infection at the upper portion of the incision that again required re-exploration. The surgeon opines that an additional procedure would be needed to explant suture.